Event description:
It was reported that there was a patient alert. Unstable lead impedance, high impedance, and oversensing were noted on interrogation. There was also low sensing, no capture, and noise. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor occurred on (B)(4) 2011 06:36:58. Eight ventricular nonsustained tachycardia episodes of <=215 ms occurred between (B)(4) 2011 06:46:57 and (B)(4) 2011 07:59:18. Five lfp high rate-nonsustained episodes of <= 207 ms average v-cycle occurred on (B)(4) 2011 in the timeframe between 06:36:56 and 06:40:26. Ventricular short interval count v-sic=52.7 counts avg/day, in 13.78 days, occurred between (B)(4) 2011 22:33:56 and (B)(4) 2011 17:21:17.